Event description:
Philips received a complaint alleging the following: a pt performed a head CT scan and the initial results displayed a suspicious mass. The radiologist performed an add'l MRI test to confirm the existence of a tumor and found out that the original CT images proved to have a false positive result.

Manufacturer narrative:
(B)(4). The system was air calibrated and the cover of the dms was requested to be sent to the MFR for further analysis. The investigation is ongoing and a f/u MDR will be sent after the root cause of the issue is determined. (B)(4).